Event description:
Reported condition: loose screw on blood pump rotors on both machines reported by staff (B)(6): existing blood pump rotor requires replacement. Screws on face plate are loose. Installed new blood pump rotor assembly and performed blood pump occlusion adjustment procedures. The machine operates per the manufacturer specifications.